Manufacturer narrative:
Additional information: there was no removal difficulties when withdrawing the stent. Correction: annex a code a150208 removed and a0502 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: six still images and a nine second video were provided for analysis. The images appeared to be stills from the video. Image depicted a resolute onyx device. Deformation was evident to distal stent struts. Additional information: it was later reported that the stent deformed when passing through the delivery system/catheter and it was not yet positioned at the lesion. Normal resistance was noted while advancing the device to the lesion. The device was removed before being implanted in the patient. The stent was not inserted into the patient's vasculature. The catheter extender used in the procedure was a 6f telescope guide extension catheter. The guide catheter used in the procedure was a 6f launcher. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, one resolute onyx coronary drug eluting stent deformed in vivo during positioning/advancement. The stent tip became hooked and deformed while passing through the catheter extender, which prevented its use. Another non-medtronic stent of the same size was used and successfully passed through the same catheter extender. The device was inspected prior to use with no issues noted. Negative prep was not performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later detailed that the stent deformed when passing through the launcher catheter and not when advancing through the catheter extender. Initial reporter name, address and phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.